Manufacturer narrative:
The customer clarified that four (4) exactamix 2000 ml eva tpn bags were leaking after being filled with total parenteral nutrition. There was no patient involvement. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Two samples were received for evaluation. Visual inspection of the first sample did not identify any abnormalities that could have contributed to the reported condition. Functional testing revealed leakage at the spike port cap. The reported condition was verified for the first sample. The cause of the condition was determined to be an assembly issue during manufacturing. This issue is being further investigated. Visual and microscopic inspection of the second sample revealed a tear/hole at the bottom left corner of the bag. Functional testing was performed and revealed a leak from the tear/hole. The reported condition was verified for the second sample. The cause of the condition was not determined. This issue is being further investigated. The remaining two samples were not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was discovered during an unspecified process step and it was unknown if a patient was involved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.